Event description:
Pt for left ureteral cystoscopy with laser lithotripsy for large symptomatic kidney stone. After stone fragmentation, the scope was withdrawn and revealed the left ureter had been avulsed and the distal end of ureter was entrapped in the exposed metal vertebrae at the distal end of the scope. The patient was taken for an urgent nephrostomy tube placement. The patient was admitted for stabilization and observation. The patient was discharged (B)(6) 2018 to home with foley and nephrostomy with plan for reconstructive procedure in the future.